Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 4am on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿243mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took their usual dosage of insulin (19 units of humalog) in accordance with this subject meter result. The patient stated that 4 hours after this they developed the symptoms of ¿shakiness, dizziness, sweaty and clammy¿. The patient did not reference whether or not they received any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury, in accordance with lfs¿s serious injury criteria, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.